Event description:
When a patient was loading the cassette of the homechoice set into the homechoice cycler "the equipment made some noises and lost water by the bottom side". A "reload set" alarm was then received. The patient then attempted to reload the cassette and received a "system error" alarm. No patient injury or medical intervention was associated with this incident, per international affiliate.